Event description:
Device has been explanted.

Event description:
Healthcare professional later reported left side "particles in valve."

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : observed, one opening on the radius side assessed as surgical damage like. Other-technical: no observed particles on the valve. Additional observations: wear abrasion observed on the device. Crease flat observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.